Manufacturer narrative:
The t:slim user guide states: "humalog was tested for up to 48 hours as labeled.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing fluctuating blood glucose (bg) levels (68-326 mg/dl). The customer bloused via the pump to address the high bg and carbohydrates were consumed to address the low bg. The customer stated that due to very high stress levels, bg levels were impacted. The customer's current bg level was stable. A pump system check was performed and no device issues were identified. The customer reported that humalog was used in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours with the cartridge. The customer declined further troubleshooting.